Event description:
As nurse was attempting to place a piv (peripheral IV) in the patient's left arm, the IV cannula split from the needle while the needle was under the patient's skin. The IV needle and cannula were immediately removed. There was no immediate harm to the pt; however, the patient did require another IV start. The device and packaging have been saved. This facility has had several of these devices with the same issue during the last two months. A previous report was submitted to medsun. With the first report we did return the device to bd (per their request) along with photographs.======================manufacturer response for bd insyte autoguard, bd insyte autoguard (per site reporter).======================previous report to medsun regarding this device. After receipt of the medsun report, bd contacted writer. The device was returned to them along with photographs.what was the original intended procedure?inserting a piv.device #1is this a laboratory device or laboratory test?no.